Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient was very upset about the multiple nda's that he has had every time he has treatment. The reason for the alarm was explained and that there is less than 6% of total volume remaining. He is in the infusion center now to have pump removed. Pump is off and he will discuss with clinic staff if indicated. No patient injury was reported.